Manufacturer narrative:
Date of report : 01apr2019, date rec¿d by MFR : 25mar2019. The printed circuit board assembly was returned to philips for failure analysis. Testing revealed that the customer's complaint of "system restart" was unable to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19dec2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the touch panel failed to function. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 10jan2019, date rec¿d by MFR : 19dec2019. The manufacturer's field service engineer (fse) performed troubleshooting and was able to reproduce the error. The fse replaced the central processing unit (cpu) board and the issue was resolved. The device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.